Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed that a maryland bipolar forceps instrument connected to the e-200 generator had arced between the jaws and caused melting on the instrument. The customer replaced the instrument with a new one, but the same issue occurred; the customer noted that the new instrument continued to be used. The customer tested a fenestrated bipolar forceps instrument but had no issues. The technical support engineer (tse) advised the customer to restart the e-200, when possible. The tse viewed the logs but found no related issues. The customer then noted that there was no contact between the forceps instruments themselves, nor with any other objects. An external vio3 electrosurgical unit was reportedly placed nearby, but according to the customer it was not connected to the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the arcing observed did not make contact with tissue or cause other patient injury. The customer does intend to return the instruments for analysis. The second maryland bipolar forceps instrument also had thermal damage but was continued to be used. The customer had exchanged the electrosurgical unit during the procedure due to the issue and was able to complete the case robotically.